Event description:
The external pulse generator was returned to the manufacturer for calibration, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery connectors are compressed and contaminated. Atrial output connector is broken and ventricle connector is contaminated. Battery release, heart block, lead flex cover, both print circuit board screws, heart wire contacts, battery drawer, display, main printed circuit board, battery flex, and heart lead flex are contaminated. Upper and lower cases halves are broken and contaminated. Both bails are missing and the ring is bent.